Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: october, inratio: 1.7. Date: (B)(4) 2010, inratio: 1.7 inratio: 2.5. Date: (B)(4) 2010, lab: 2.4. Pt self tester received a 1.7 on his inratio meter, and the distributor received a 2.5 on their inratio meter. Testing was done at the same time with the same finger using one finger stick. The next day on (B)(4) 2010, the pt got a lab draw and the result was 2.4.

Manufacturer narrative:
Investigation pending.